Manufacturer narrative:
(B)(4).this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal therapy for peritoneal dialysis therapy. On (B)(6)-2012 the patient experienced peritonitis. The patient was hospitalized on (B)(6)-2012. The cause of peritonitis was unknown. The patient is recovering. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11i28041 with no defects noted during the manufacture of the lot related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.